Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right atrial (ra) and right ventricular (rv) leads showed failure to capture on the ra lead and impedance issues in both ra and rv leads. According to the information source the leads were intervened. No additional adverse patient effects were reported.